Event description:
It was reported that after a procedure, the surgeon discovered bleed through onto his scrubs. The bleed through occurred in the thigh area. No treatment was given as a result of this event, and there were no allegations of adverse consequences.

Manufacturer narrative:
The toga was discarded at the account. A quality investigation is ongoing and a follow up report will be filed when the investigation is complete.